Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition conforming, inner gasket condition conforming, outer gasket condition nonconforming, sleeve condition nonconforming, stopcock condition conforming, trocar condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "outer gasket leaked on a 355s 5 mm trocar" was due to a torn outer gasket. The outer gasket was received torn but complete. No conclusion could be reached as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve products and processes.

Event description:
During a laparoscopic cholecystectomy the outer gasket leaked on a 355s 5mm trocar that came from a kit (ftc08). They opened a new 355s trocar to complete the case without incident. There was no consequence to the pt.